Event description:
It was reported that no communication could be established. Device was explanted.

Manufacturer narrative:
Based on device settings, the device was below the overall expected longevity. No high current drain sources were found throughout bench and automated testing. The battery was sent to the vendor. No anomalies were found that would cause premature depletion. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.